Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a high readings issue with the customer's adc freestyle libre sensor. Sensor scan results of 86 mg/dl, 65 mg/dl, 87 mg/dl, 84 mg/dl, and 106 mg/dl, were compared to fingertip (capillary) readings of 63 mg/dl, 58 mg/dl, 64 mg/dl, 56 mg/dl, and 54 mg/dl obtained on an unspecified device. The customer did not feel any symptoms, but was hospitalized due to hypoglycemic episodes, and administered glucose serum for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Since no product has been returned, extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A caregiver reported a high readings issue with the customer's adc freestyle libre sensor. Sensor scan results of 86 mg/dl, 65 mg/dl, 87 mg/dl, 84 mg/dl, and 106 mg/dl, were compared to fingertip (capillary) readings of 63 mg/dl, 58 mg/dl, 64 mg/dl, 56 mg/dl, and 54 mg/dl obtained on an unspecified device. The customer did not feel any symptoms, but was hospitalized due to hypoglycemic episodes, and administered glucose serum for treatment. There was no report of death or permanent impairment associated with this event.